Manufacturer narrative:
Immucor technical support used a remote electronic connection method to assess the instrument test well images in question on 03apr2017, and determined that the instrument test well images in question were visually negative.

Event description:
On 03apr2017, a customer reported an unexpectedly negative antibody screen outcome, when tested on a galileo neo on (B)(6) 2017.